Event description:
It was reported that the patient underwent a surgery to revise a broken nail. The initial reporter stated the initial implantation date was in (B)(6) of 2017, but did not recall specifics. The nail broke 4-5 weeks after implantation. During evaluation and investigation at the manufacturer, the implant was not available for analysis. The DHR records of implants involved with the case were reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted for released product.